Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to charge the ipg as recommended. In turn, the ipg turned inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.